Event description:
The customer reported that the insulin pump was stuck in the rewind loop and alarmed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed as a result of a protruded/loose drive support disk. The device was returned with missing end cap sticker.